Manufacturer narrative:
This serves as a correction report. Section updated as follows: h1 - type of reportable event to serious injury from malfunction.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer was hospitalized because of hypoglycemia and was pregnant. The health care provider administered insulin and a glucose pump by injection (dose unspecified) for hyperglycemia treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer was hospitalized because of hypoglycemia and was pregnant. The health care provider administered insulin and a glucose pump by injection (dose unspecified) for hyperglycemia treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.